Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 345. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 345 error. The event history log review was performed and confirmed multiple events of system error 345. No device malfunction was identified and the assignable cause was unable to be determined. No additional investigation is required for this complaint this MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05217 can be removed from the FDA database.